Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bariatric surgery procedure, the kit had the johnson seal intact, but in the surgical center of the hospital e maternidade de assis, they verified that the inside of the package was violated. The customer was opening the kit xbb and then noticed that the packaging that surrounds and gives sterility to the products was violated. Another like product was used to complete the procedure. There were no adverse consequences for the patient reported.